Manufacturer narrative:
No blood loss nor medical intervention was reported. A gambro tech evaluated the machine and replaced the power supply to stabilize the voltage and replaced the protective board due to failure when voltages read 24.3v.